Manufacturer narrative:
Device evaluated by manufacturer?, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was seen by the neurologist and reported feeling pain at the neck. The patient's device was checked and lead impedance was within normal limits. The patient was sent to an ent for evaluation but called the neurologist office the following day reporting the neck was red and swollen. Information was later received that the patient has an infection at the neck site. The infection is the one causing problems and no intervention is planned at this time until the infection is gone. The physician does not know the cause of the infection. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The lead was sterilized prior to being distributed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No known surgical intervention for this reported event has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was reimplanted with a vns generator and lead. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a vns explant around three months ago. It was noted that the patient is off antibiotics and looking to be scheduled for vns reimplant. No additional relevant information has been received to date.